Event description:
It was reported that the patient underwent a procedure for two-level tlif with implant of interbody peek cages. During insertion of the interbody device, when slapping the on inserter with impactor cap, the two implants were broken. One cage cracked along the medial side and the other cage broke into two pieces. All fragments were collected. The damaged devices were removed and replaced by two new cages. No patient complications were reported.

Manufacturer narrative:
Macroscopic examination confirms the implant is fractured into multiple pieces and broken. The extent of the damage suggests significant force was utilized during the attempted insertion. Optical examination of the fracture surfaces identified morphology consistent with brittle overload during insertion as the mechanism of failure.

Manufacturer narrative:
(B)(6). (B)(4). The device has not returned to the manufacturer for evaluation.